Event description:
It was reported that (1) device was used during a video assisted thoracic surgery lobectomy. It was reported by the affiliate that the atw35 device locked out on pulmonary vessels. Another device was used to complete the case. There was no consequence to the pt. The device was discarded.